Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that he got an er1 message, and that his blood sugars have been in the 200's and 300's. He was hospitalized until the previous week. (Heart bypass surgery, was out of hospital for 5 days, got an infection and went back into hospital.) He stated that his blood sugars have been elevated; insulin was adjusted from 12 to 20 units "nph" each am. Lifescan representative reviewed cleaning, coding, control solution use, strip storage, applying sample and test variance. No symptoms related to the er1 were reported, and no harm was alleged.